Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the pacemaker was interrogated and shown to have a longevity of approximately 1.75 - 3 years. Technical support was contacted and provided a correct longevity of approximately 3 - 7 months. No intervention was performed. The patient was stable and will continue to be monitored.